Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, high threshold was observed. The lead was explanted and replaced with pace/sense lead. No adverse consequences to the patient.